Event description:
It is reported that the device was implanted in 2007. Approx 6 months post-op, the site reports that the pt presented a fractured femur. The implant was revised in 2008.

Manufacturer narrative:
X-rays were not available for review. Cause cannot be definitively determined. No prod was returned. Review of the device history records was also not possible as the prod and/or lot numbers required for retrieval were unavailable. It is not suspected that the prod failed to meet specifications. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.